Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Bending rubber extended by medtronic endosheath. The protective sheaths hang on to the removal of these. This event occurred at the time of after use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Bending rubber extended by medtronic endosheath. The protective sheaths hang on to the removal of these. This event occurred at the time of after use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the bending rubber leak. Based on the result, we concluded that it was caused due to the physical damage applied on the bending rubber.